Event description:
During the procedure, the pump speed would not exceed 2 lpm. The perfusionist hand cranked to maintain flow to complete the case. There was no report of pt injury. While surgeon was doing a CABG surgical procedure, aortic valve replacement, and maze with the pt on a bypass pump, the bypass pump malfunctioned. The pump was kept in use by a manual crank to complete the procedure.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel for the scp. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). During the procedure, the pump speed would not exceed 2 lpm. The perfusionist hand cranked to maintain flow to complete the case. The hospital's safety personnel stated that the pt was fine. The scp control panel has been returned to sorin group (B)(4) for evaluation. A follow-up report will be filed when the investigation is complete. On (B)(4) 2010, sorin group USA received medwatch #(B)(4), generated by the facility. However, prior to receiving the report, sorin group USA had made the decision to file a medwatch as a result of the incident. Additional info from the user facility report: date of this report: (B)(4) 2010. Brand name: heart lung bypass machine and sp system. Manufacturer name: sorin group, (B)(4).